Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handle would not accept the reload. When a reload was eventually placed onto the handle it would not function. The device did not fire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the handle would not accept the reload. When a reload was eventually placed onto the handle and it would not fire. New handle was used to complete the procedure. There was no patient injury.